Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a nurse regarding a (B)(6) female patient who was receiving morphine 20mg/ml at 7.2 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, a volume discrepancy occurred. The actual reservoir volume (arv) was 19ml and the expected reservoir volume (erv) was 13.5ml. The pump was last refilled on (B)(6) 2015 with 20ml. The nurse reported that was the first time the volume discrepancy was greater than 2-3ml. The event logs were checked and were all normal. The patient was to return in 2 weeks for another volume check. Additional information has been requested regarding the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, the event will be updated.